Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; as it was disposed of, therefore, a failure analysis is not available. We are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific that four minutes into an hta procedure, the patient received a vaginal burn. The procedure was aborted at this time. The patient was treated with silvadine cream. The patient was reported as being "fine."